Manufacturer narrative:
The device was returned to olympus for inspection and the complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope had foreign material in the jet tube. There was no patient involvement.